Event description:
Procedure type: nephrectomy. According to the reporter: the instrument jammed on the vessel. Another device was used to release the jammed instrument.

Manufacturer narrative:
(B)(4).